Event description:
A customer reported observing biased myoglobin results for one patient sample. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.